Event description:
Caller reported a malfunction on the pump with a code indicated as malf 3, but no notable events occurred prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, and no adverse impact was reported. As corrective action, technical support decided to replace the pump. Customer was instructed to use a backup insulin pump and was provided with instructions for putting the pump into storage mode before returning it. Customer was advised on the steps to take upon receiving the replacement, which was shipped without a signature requirement. The faulty pump was to be returned within 10 days using the provided return box and pre-paid label.